Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction since it may lead to an increase in leakage of fecal material. This may expose the patient to the risk of wound contamination/ infection. The "precautions and observations" section of the product insert instructs the end users to provide for skin care and interventions as some "leakage of stool around the device" is to be expected. Thus, the standard clinical practice is to cover wounds with barrier dressings to facilitate healing and reduce the risk of potential fecal contamination. No additional information has been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
After 4 days of use, leaks under the balloon were observed.